Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and found needle separated from sensor base. Unable to perform insertion needle complaint due to customer returned sensor opened/used.

Event description:
It was reported of sensor anomaly. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the insertion was not enough and the injection failed. The product was returned for analysis.